Event description:
A representative interrogated a patient's device and found it to have high impedance. It was reported that the x-rays indicated potential pin insertion issues, however pin insertion was not confirmed as the cause of high impedance. The patient's generator was replaced and after surgery, impedance was within normal limits. No additional or relevant information has been received to date.